Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to a pressure sensor. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to a pressure sensor. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.